Manufacturer narrative:
Investigation summary: no product return. Access site adverse event/minor bleed: the cause of the access site adverse event was use related as the bleeding was slowed with angle matching. Ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot : 1955687. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that upon the patient¿s arrival to the coronary care unit (ccu), arterial bleeding was observed at the impella insertion site. The site was redressed with appropriate angle adjustment, after which the bleeding started to slow. Additional information from the cath lab nurse indicates the patient experienced a cold leg with decreased perfusion in the impella access limb. Prior to leaving the cath lab after implant, a distal perfusion angiogram demonstrated reduced flow. Initially in the coronary care unit (ccu), distal pulses were present on doppler examination. Interventional cardiologist had to intervene to restore perfusion, and the impella device was successfully weaned and explanted. The patient is currently stable and doing well post-explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.